Event description:
During a retroactive review of past treatment events for potential adverse events as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation. The patient was at home and alone at the time of the event. The patient reported that he was walking, coughed, and then became dizzy. The patient stated that he was conscious at the time of the event. The patient reported that he was too weak to press the response buttons. Atrial fibrillation with rapid ventricular response at 200 bpm contributed to the false detection. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The ems responded and the patient was taken to the hospital for medical treatment.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The ems responded and the patient was taken to the hospital for medical treatment. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor sn: (B)(4)- reuse. Electrode belt sn: (B)(4): (B)(6) 2011 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillation are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical inappropriate defibrillation (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.